Event description:
The user facility reported that their touch panel froze while routing images during a patient procedure.

Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician evaluated the system and was able to duplicate the reported event. The technician made the necessary repairs and returned the system to service. No additional issues have been reported.

Event description:
No injuries or procedural delays or cancellations were reported.